Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue involving tactile change. The keypad buttons are difficult to press and are intermittently unresponsive, requiring multiple presses to elicit a response. Peeling of the keypad was noted after the tactile change issue. The issue began several weeks prior to the complaint and has progressively gotten worse over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/25/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/15/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation found the keypad buttons responded properly. The keypad was torn near the ¿ok¿ button and was peeling from the bottom to the ¿ok¿ button. Removal of the keypad found no damage to the button contacts. No anomalies were found when the pump casing was opened.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.